Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the o ring part came off and missing the piece of the reservoir. The customer¿s blood glucose level was 148 mg/dl. The customer also reported that the reservoir was able to lock in place when inserted in insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with broken reservoir tube lip noted. Device meets specification.